Manufacturer narrative:
The hospital biomedical technician downloaded the data files, which reveal that the "return blood" action key was not selected between pressing the "end treatment" action key and the "unload selected" action key. He verified the machine was properly calibrated and performed a set up, prime, prime self test, and a simulated treatment. No problems were encountered. He then pressed the "end treatment" action key and confirmed that the "return blood" action key was present on the touch screen. He authorized the return of the machine to clinical use. The technical investigation did not reveal any failure or malfunction and it was not possible to duplicate the event.

Event description:
A patient sustained an approximate blood loss of 152 ml when the content from the extracorporeal circuit was not returned; according to the nurse, the machine did not provide the option to return the blood. The physician ordered a transfusion of two units of packed red blood cells as a result of the blood loss.